Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was peeling from its base; however, evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The audio bolus button (abb) cover was found to be torn; however, the abb was properly responsive. (B)(4).